Event description:
The physician reports performing cataract surgery with implantation of the crystalens. Postoperatively, the pt had a myopic refractive error and a lens exchange was attempted using a lower diopter crystalens. During the attempted lens exchange with use of the crystalsert lens injector system, the posterior capsule tore. Intervention was performed in order to remove and replace the lens with an anterior chamber iol. In addition, a vitrectomy was performed. Reference MDR #2031924-2009-00174.